Event description:
It was reported that during review of stored egms, some recorded vf events had reached the maximum egm duration settings, one during a vf episode and one during capacitor charging. As the device started a new event recording, undersensing of the vf episode was observed. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.